Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease: bilateral adnexitis (oophoritis)') and oophoritis ('pelvic inflammatory disease: bilateral adnexitis (oophoritis)') in a 37-year-old female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 1997, (B)(6) 1999, (B)(6) 2001, (B)(6) 2003 and (B)(6) 2006), recurrent abortion and obesity. Concurrent conditions included gerd, asthma, hyperplasia, morbid obesity, ovarian cyst, nabothian cyst, uterine fibroids, subchorionic hematoma, mycotic sepsis and urinary tract infection. Concomitant products included clonazepam and omeprazole. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain\pelvic"), depression ("psych injury/ psychological or psychiatric problems, depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems, anxiety, mental anguish"). On (B)(6) 2018, the patient experienced abortion spontaneous ("pregnancy stillbirth/miscarriage, birth ¿ complication"), 9 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy stillbirth/miscarriage, birth ¿ complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy - right side). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, oophoritis, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the genital haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, genital haemorrhage, menorrhagia, oophoritis, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discremptency- date(s) of insertion (B)(6) 2012, (B)(6) 2008 received treatment for pain- pelvic/abdominal pain.gen. Abnormal. Bleed. Adequate coils were noted in the endometrial cavity discrepancy noted in CT of pelvis and medical record: essure coils are in my uterus/ displaced iud in right fallopian tube and this may represent essure coils, however, CT of the pelvis recommended to confirm location. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Computerised tomogram pelvis - on an unknown date: essure coils recommended to confirm location.. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded.. Ultrasound abdomen - on an unknown date: essure coils recommended to confirm location. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : pelvic inflammatory disease, oophoritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: plaintiff fact sheet received. Event "pelvic pain" and "genital bleeding" outcome was updated to recovered/resolved. Essure removal date was added. Reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease: bilateral adnexitis (oophoritis)') and oophoritis ('pelvic inflammatory disease: bilateral adnexitis (oophoritis)') in a 37-year-old female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 1997, (B)(6) 1999, (B)(6) 2001, (B)(6) 2003 and (B)(6) 2006), recurrent abortion and obesity. Concurrent conditions included gerd, asthma, hyperplasia, morbid obesity, ovarian cyst, nabothian cyst, uterine fibroids, subchorionic hematoma, mycotic sepsis and urinary tract infection. Concomitant products included clonazepam and omeprazole. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain\pelvic"), depression ("psych injury/ psychological or psychiatric problems, depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems, anxiety, mental anguish"). On (B)(6) 2018, the patient experienced abortion spontaneous ("pregnancy stillbirth/miscarriage, birth ¿ complication"), 9 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and hypersensitivity ("allergic reaction") and was found to have a pregnancy with contraceptive device ("pregnancy stillbirth/miscarriage, birth ¿ complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy - right side). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, oophoritis, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and hypersensitivity outcome was unknown and the genital haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, hypersensitivity, menorrhagia, oophoritis, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discremptency- date(s) of insertion-(B)(6) 2012, (B)(6) 2008 received treatment for pain- pelvic/abdominal pain.gen. Abnormal. Bleed. Adequate coils were noted in the endometrial cavity discrepancy noted in CT of pelvis and medical record: essure coils are in my uterus/ displaced iud in right fallopian tube and this may represent essure coils, however, CT of the pelvis recommended to confirm location. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Computerised tomogram pelvis - on an unknown date: essure coils recommended to confirm location.. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded.. Ultrasound abdomen - on an unknown date: essure coils recommended to confirm location.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : pelvic inflammatory disease, oophoritis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2020: pif received: events added: bladder/urinary tract disorder, uti, bladder infection, vaginal infection, vaginal discharge, allergic reaction. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease: bilateral adnexitis (oophoritis)'), oophoritis ('pelvic inflammatory disease: bilateral adnexitis (oophoritis)'), pregnancy with contraceptive device ('pregnancy stillbirth/miscarriage, birth ¿ complication'), abortion spontaneous ('pregnancy stillbirth/miscarriage, birth ¿ complication') and genital haemorrhage ('gen. Abnormal. Bleed') in a (B)(6) female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 and recurrent abortion. Concurrent conditions included gerd, asthma, hyperplasia, morbid obesity, ovarian cyst, nabothian cyst, uterine fibroids, subchorionic hematoma, mycotic sepsis and urinary tract infection. Concomitant products included clonazepam and omeprazole. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain\pelvic"), depression ("psych injury/ psychological or psychiatric problems, depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems, anxiety, mental anguish"). On (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant), 9 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, oophoritis, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, genital haemorrhage, menorrhagia, oophoritis, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discremptency- date(s) of insertion (B)(6) 2012, (B)(6) 2008 received treatment for pain- pelvic/abdominal pain.gen. Abnormal. Bleed. Adequate coils were noted in the endometrial cavity discrepancy noted in CT of pelvis and medical record: essure coils are in my uterus/ displaced iud in right fallopian tube and this may represent essure coils, however, CT of the pelvis recommended to confirm location. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis on an unknown date: essure coils recommended to confirm location. Hysterosalpingogram on (B)(6) 2009: essure device was successfully occluded. Ultrasound abdomen on an unknown date: essure coils recommended to confirm location. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records: pelvic inflammatory disease, oophoritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received. New event pelvic inflammatory disease, oophoritis was added. Concomitant conditions, reporters was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.